Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received that patient underwent surgical intervention where in the leads were explanted and replaced restoring effective therapy.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-33080. It was reported the patient's left lead migrated. Surgical intervention may occur at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected lead are being reported.